Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman flx delivery system snapped inside the related watchman truseal access system. The implant was protruding out of the tip of the flx/truseal tip(s) and the devices were bloody. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared and bent, misshapen), numerous kinks in the sheath with buckling 33mm from tip, core wire damage (bent and flattened) that started 12mm from the core wire tip and continued for 25mm, and one of the anchors was displaced from the implant fabric. Inspection of the rest of the device found no other damage or defects. The kinks in the delivery sheath were congruent with observed damage (kinks) in the truseal sheath. During analysis, the implant was attempted to be pulled (recaptured) fully back into the nested devices, but the implant could not be pulled fully back into the sheaths. The implant was then completely deployed, and the devices were separated. During the initial implant deployment, the core wire was observed to have been buckled inside the sheath, making the implant deployment difficult. After separating the devices, a test access sheath was used for further testing. The complaint flx device was snapped into the test access sheath, and the implant was threaded onto the core wire. The implant was then fully recaptured. The reported difficulty recapturing the implant was confirmed.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device and delivery system (wds) were used. After deployment of the closure device into the laa, the device was found to be too proximal, so a full recapture was going to be performed. However, the closure device became stuck at the end of the sheath. The physician was able to recapture the closure device enough to successfully remove the entire system. A new transseptal puncture was performed and a new 27mm closure device and sheath were used to successfully complete the procedure. There were no patient complications reported.